Event description:
Event verbatim [preferred term]. Underwent total hysterectomy (haemostatic failure) [therapeutic product ineffective for unapproved indication], received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage [off label use], narrative: this is a literature report from the adv obstet gynecol, 2020, vol 72(3); page 224-229 entitled "a retrospective single-center study of uterine artery embolization efficacy for postpartum haemorrhage with disseminated intravascular coagulation". The author reported for 5 subjects. This is the 5th of 5 reports. An adult female subject received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage. Medical history included postpartum haemorrhage, disseminated intravascular coagulation, placenta praevia and placenta accreta. Concomitant medications were not reported. It was reported that of 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) was unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure). The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of unable to achieve hemostasis after uae (haemostatic failure) and included treatment with total hysterectomy. The event outcome was unknown. Pfizer is a marketing authorization holder of absorbable gelatin in the country of incidence or the country where the product was purchased (if different). This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Follow-up (07oct2020): this is a follow-up report from product complaint group includes: investigation result. Site sample status was not received. Root cause: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was s5. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer kalamazoo is not required. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued; therefore, the reported complaint was escalated to dchu for evaluation of reportability. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month (january 2020) that included a higher than normal number of complaints (25); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event negligible/minor', and there was one month (january 2020) that included a higher than normal number of complaints (12 ); however, these were also due to remediation efforts by pfizer us safety. No trend was observed that would require further investigation. Company clinical evaluation comment: as per the article, 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) was unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure). The reported event "unable to achieve hemostasis after uae" was considered therapeutic product ineffective for unapproved indication, as absorbable gelatin used for uterine artery embolization (uae) is unapproved per company labeling documents. There are multiple factors which could impact the effect of uae, especially operation technic., comment: as per the article, 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) was unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure). The reported event "unable to achieve hemostasis after uae" was considered therapeutic product ineffective for unapproved indication, as absorbable gelatin used for uterine artery embolization (uae) is unapproved per company labeling documents. There are multiple factors which could impact the effect of uae, especially operation technic.

Manufacturer narrative:
Site sample status was not received. Root cause: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was s5. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer kalamazoo is not required. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued; therefore, the reported complaint was escalated to dchu for evaluation of reportability. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month (january 2020) that included a higher than normal number of complaints (25); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event negligible/minor', and there was one month (january 2020) that included a higher than normal number of complaints (12 ); however, these were also due to remediation efforts by pfizer us safety. No trend was observed that would require further investigation.

Manufacturer narrative:
Site sample status was not received. Root cause: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Quality of lot: acceptable. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer kalamazoo is not required. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued; therefore, the reported complaint was escalated to dchu for evaluation of reportability. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month (january 2020) that included a higher than normal number of complaints (25); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event negligible/minor', and there was one month (january 2020) that included a higher than normal number of complaints (12 ); however, these were also due to remediation efforts by pfizer us safety. No trend was observed that would require further investigation.

Event description:
Event verbatim [preferred term], underwent total hysterectomy (haemostatic failure) [therapeutic product ineffective for unapproved indication], received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage [off label use], , narrative: this is a literature report from the adv obstet gynecol, 2020, vol 72(3); page 224-229 entitled "a retrospective single-center study of uterine artery embolization efficacy for postpartum haemorrhage with disseminated intravascular coagulation". The author reported for 5 subjects. This is the 5th of 5 reports. An adult female subject received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage. Medical history included postpartum haemorrhage, disseminated intravascular coagulation, placenta praevia and placenta accreta. Concomitant medications were not reported. It was reported that of 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) was unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure). The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of unable to achieve hemostasis after uae (haemostatic failure) and included treatment with total hysterectomy. The event outcome was unknown. Pfizer is a marketing authorization holder of absorbable gelatin in the country of incidence or the country where the product was purchased (if different). This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Follow-up (07oct2020): this is a follow-up report from product complaint group includes: investigation result. Site sample status was not received. Root cause: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was s5. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer kalamazoo is not required. Medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued; therefore, the reported complaint was escalated to dchu for evaluation of reportability. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month (january 2020) that included a higher than normal number of complaints (25); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event negligible/minor', and there was one month (january 2020) that included a higher than normal number of complaints (12 ); however, these were also due to remediation efforts by pfizer us safety. No trend was observed that would require further investigation. Follow-up (07jan2021): this is a report based on the information from summary investigation-detail (product complaint no. (B)(4)) via e-mail entitled as qts - fyi: investigation record(s) related to potential adverse event(s) has/have been approved/closed. There was a reasonable suggestion of device malfunction with severity of harm: s4. Absorbable gelatin is reportable for a serious injury that necessitates medical intervention to preclude permanent damage to a body structure for the us. This is also reportable for row; if it were to recur it might lead to a serious deterioration in health. This is 30-day reportable in the us and 15-day for row., comment: as per the article, 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) was unable to achieve hemostasis after uterine artery embolization (uae) and finally underwent total hysterectomy (haemostatic failure). The reported event "unable to achieve hemostasis after uae" was considered therapeutic product ineffective for unapproved indication, as absorbable gelatin used for uae is unapproved per company labeling documents. There are multiple factors which could impact the effect of uae, especially operation technic.

Event description:
Event verbatim, preferred term underwent total hysterectomy (haemostatic failure) therapeutic product ineffective for unapproved indication, received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage off label use, narrative: this is a literature report from the adv obstet gynecol, 2020, vol 72(3); page 224-229 entitled "a retrospective single-center study of uterine artery embolization efficacy for postpartum haemorrhage with disseminated intravascular coagulation". The author reported for 5 subjects. This is the 5th of 5 reports. An adult female subject received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage. Medical history included postpartum haemorrhage, disseminated intravascular coagulation, placenta praevia and placenta accreta. Concomitant medications were not reported. It was reported that of 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) was unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure). The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of unable to achieve hemostasis after uae (haemostatic failure) and included treatment with total hysterectomy. The event outcome was unknown. Company clinical evaluation comment: as per the article, 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) was unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure). The reported event "unable to achieve hemostasis after uae" was considered therapeutic product ineffective for unapproved indication, as absorbable gelatin used for uterine artery embolization (uae) is unapproved per company labeling documents. There are multiple factors which could impact the effect of uae, especially operation technic. Pfizer is a marketing authorization holder of absorbable gelatin in the country of incidence or the country where the product was purchased (if different). This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities., comment: as per the article, 22 patients in the dic group, 20 (90.9%) achieved successful haemostasis, but the remaining 2 patients (9.0%) was unable to achieve hemostasis after uae and finally underwent total hysterectomy (haemostatic failure). The reported event "unable to achieve hemostasis after uae" was considered therapeutic product ineffective for unapproved indication, as absorbable gelatin used for uterine artery embolization (uae) is unapproved per company labeling documents. There are multiple factors which could impact the effect of uae, especially operation technic.